Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced an insulin flow blocked alarm due to bent cannula event on (B)(6) 2026. The site of insertion was thigh. The infusion set was in use for twenty minutes. Due to the event, the patient experienced symptoms including skin irritation/ infection/ pain. No further information available.